Event description:
The pump was returned for investigation. Investigation revealed that the display screen is dim and discolored. This report is made based on results of investigation completed on (B)(4) 2013.

Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: investigation revealed that the display screen was dim and discolored. The display was replaced with a test display, and the contrast returned to normal. Unrelated to the complaint, investigation revealed that the keypad was peeling from the ok button to the up arrow button. The contrast button was intermittently responsive. There was evidence of contamination observed under the button contacts. (B)(6).